Event description:
Dealer states recall joystick replacement showing controller not connected.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hardware loose/stripped/gone. On/off/drive select switch has loose hardware. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for showing the controller not connected, but the joystick cable connector clip was missing, and the hardware on the switch knob was loose. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hardware loose/stripped/gone. On/off/drive select switch has loose hardware. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for showing the controller not connected, but the joystick cable connector clip was missing, and the hardware on the switch knob was loose. Dealer states recall joystick replacement showing controller not connected.